Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was recently hospitalized due to a low blood glucose level. The customer stated that she ate and bolused too much, causing her blood glucose level to drop to 41 mg/dl. The customer stated that she los consciousness and her husband called paramedics. Customer was transported to the hospital, but stated that her blood glucose level rose to 90 mg/dl while in the ambulance. The customer stated that the insulin pump had a no delivery alarm, so she disconnected and rewound. Customer stated that this may have contributed to the low blood glucose level. Blood glucose level at the time of the call was 207 mg/dl. The insulin pump was not replaced or returned for analysis.